Event description:
It was reported that this right ventricular (rv) lead experienced a right ventricular automatic threshold (rvat) test the device appear to have a small deflection. Technical services (ts) was consulted and explained that could be constructed as loss of capture (loc). The device remains in service. No adverse patient effects were reported.